Event description:
Medtronic sphere 9 catheter used in heart ablations displayed an error to the medtronic rep. This alerted the medtronic rep to open another catheter due to the temperature sensor error that was displayed. The catheter would not work properly due to this sensor error which is important in maintaining a safe temperature when ablating.